Manufacturer narrative:
(B)(4).

Event description:
It was reported that there appeared to be some form of loss of capture on this newer implanted right ventricular (rv) lead. The intrinsic amplitude had decreased, and the pace impedance was stable. Additional information was reported, indicating that this rv lead was repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there appeared to be some form of loss of capture on this newer implanted right ventricular (rv) lead. The intrinsic amplitude had decreased, and the pace impedance was stable. Additional information was reported, indicating that this rv lead was repositioned. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this lead was ultimately removed and replaced as a result of a change in threshold and loss of capture. This was thought to be related to the patient condition and not a reflection of a product issue. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.